Manufacturer narrative:
Unable to perform the displacement test due to unresponsive keypad. Unit failed to pass the self test due to pump error 63. P-cap was attached and locked into place correctly. The down keypad was not responsive during testing. Unit was successfully downloaded using thus for history files and traces, however, unable to download history files due to unresponsive keypad. Stuck key alarm was present on 04/25/2024 08:24 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, fading serial label, corroded keypad trace. Keypad unresponsive is confirmed due to corroded keypad traces. The keypad was responsive during testing. Frozen screen is not confirmed. Pump error 63 is confirmed due to occurring during testing and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1782k. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Troubleshooting was performed and replaced battery but screen remained unresponsive. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.